Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was unknown, and the meter bg reading was unknown. The customer experienced elevated bg and attempted resolve bg with correction bolus but was ultimately hospitalized. The customer was treated with intravenous insulin fluid. The customer was discharged on (B)(6) 2019 with no permanent damage.